Event description:
The following has been reported: biomed reported: pump (B)(6) is having a "tubing set is misloaded" error even after cycling the power and cleaning the pins. No patient harm, sensor was cleaned. A preliminary review of the logs has identified the following issue: tubing set error (ipc connection leak failure) an active infusion was not delayed per the logs. No adverse effects were reported. The pump was returned for investigation and was found to be experiencing pneumatic leaks during testing. Upon investigation, the pump was not able to pass mock infusions and was experiencing intermittent pneumatic failures resulting in a "pump problem" alarm being issued. An investigation was performed to test the overall functionality of the valves. Testing concluded that the pneumatic valve assembly was experiencing pneumatic valve leak failure for valve 2. Log files were pulled and analyzed to confirm this failure. The entire pneumatic valve assembly will be removed from the pump and further testing will be performed and tracked under an internal CAPA. The pump will have a new pneumatic valve assembly installed and undergo all necessary functional testing. Once the pump has successfully passed all necessary functional testing, it will be reviewed for quality release. Reporting due to the referenced issue that was discovered during investigation. Fresenius kabi will continue to monitor the trend of this malfunction.